Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. Data logs show the placement signal was not reliable, along with an oscillating trend in contrast and zero signal not reliable values. This trend returned to normal after 8 days of pump use. Upon review of data logs, no problem was found with the pump and it is apparent the console was the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. The automated impella controller displayed a 'placement signal not reliable' alarm. The intervention steps taken are unknown. No harm was reported to the patient.

Manufacturer narrative:
D6b: should be blank, the explant date is unknown.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.